Manufacturer narrative:
The approximate age of the device was 2 years and 8 months. No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient experienced several driveline fault alarms on both battery and ac power. The percutaneous lead had reportedly been repaired significantly with rescue tape. Technical services reviewed the log files, confirmed the driveline faults, and recommended exchanging the system controller and sending a new set of log files for analysis. The healthcare provider exchanged the primary system controller for the patient's backup system controller on (B)(6) 2019, but the alarms continued, so the patient was placed back on the primary later that day. On (B)(6) 2019, the healthcare provider exchanged the primary system controller for a new system controller, but again the alarms continued. No pump stops were reported, except during the controller exchanges. X-rays of the percutaneous lead were unremarkable. Technical services reviewed log files from each of the three system controllers and observed that there appeared to be a true fault, likely due to a wire in the percutaneous lead that was breaking down but not yet fractured. An external percutaneous lead replacement was performed. The patient was discharged the following day. No further alarms or device issues have been reported since the replacement. No further information was provided.

Manufacturer narrative:
Additional information. The replaced percutaneous lead was received for evaluation on 9 july 2019. The pump remains in use supporting the patient. Manufacturer's investigation conclusions: the reported driveline fault alarms were confirmed via the submitted log files. Additionally, cosmetic damage to the driveline was confirmed via the evaluation of the returned driveline. The account submitted log files which captured numerous driveline fault alarms from (B)(6) 2019 through (B)(6) 2019. The alarms occurred while the patient was connected to both the power module and battery power. The patient underwent multiple controller exchanges on (B)(6) 2019 and (B)(6) 2019 due to these alarms. The patient continued to have driveline faults on all controllers used. The patient underwent an external percutaneous lead repair on (B)(6) 2019 under work order (B)(4). A log file submitted after the driveline repair captured driveline fault alarms on (B)(6) 2019 and (B)(6) 2019. Other than these events, the actual speed remained above the low speed limit for the duration of the log files and the device appeared to be functioning as intended. Based on past experience with the hmii lvas and similarly reported events, the driveline fault alarms captured within the submitted log files could be indicative of an issue with the driveline; however, a specific cause for the events could not be conclusively determined through the evaluation of the returned portion of the driveline. Approximately 20.5¿ of the driveline (s/n (B)(6) was returned for evaluation. The proximal 2.5¿ was returned with the silicone jacket, clear bionate layer, and metal braided shield removed. The driveline was returned with gray rescue tape wrapped around the silicone jacket approximately 2.5¿-8.5¿ and 16.25¿-17.75¿ from the metal connector. An electrical continuity test of the returned potion of the driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing. The outer silicone sleeve had extensive damage located underneath the taped areas (4¿-5¿, 8¿ and 17¿ from the metal connector). There were two small cuts through the clear bionate layer approximately 4¿ and 5¿ from the metal connector. Areas of minor breakdown of the metal braided shield were observed approximately 3¿ and 10.5¿ from the metal connector. Visual inspection of the underlying wires found the red wire to be kinked approximately 5¿ from the metal connector, but no damage to the wire's conductors was observed. Microscopic inspection of the wires revealed no areas of damage along the length of the driveline. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Corrected manufacturer's investigation conclusions: the reported driveline fault alarms were confirmed via the submitted log files. Additionally, cosmetic damage to the driveline was confirmed via the evaluation of the returned driveline. The account submitted log files which captured numerous driveline fault alarms from (B)(6) 2019 through (B)(6) 2019. The alarms occurred while the patient was connected to both the power module and battery power. The patient underwent multiple controller exchanges on (B)(6) 2019 and (B)(6) 2019 due to these alarms. The patient continued to have driveline faults on all controllers used. The patient underwent an external percutaneous lead repair on (B)(6) 2019 under work order (B)(4). A log file submitted after the driveline repair captured driveline fault alarms on (B)(6) 2019. Other than these events, the actual speed remained above the low speed limit for the duration of the log files and the device appeared to be functioning as intended. Based on past experience with the hmii lvas and similarly reported events, the driveline fault alarms captured within the submitted log files could be indicative of an issue with the driveline; however, a specific cause for the events could not be conclusively determined through the evaluation of the returned portion of the driveline. Approximately 20.5¿ of the driveline (s/n (B)(6)) was returned for evaluation. The proximal 2.5¿ was returned with the silicone jacket, clear bionate layer, and metal braided shield removed. The driveline was returned with gray rescue tape wrapped around the silicone jacket approximately 2.5¿-8.5¿ and 16.25¿-17.75¿ from the metal connector. An electrical continuity test of the returned potion of the driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing. The outer silicone sleeve had extensive damage located underneath the taped areas (4¿-5¿, 8¿ and 17¿ from the metal connector). There were two small cuts through the clear bionate layer approximately 4¿ and 5¿ from the metal connector. Areas of minor breakdown of the metal braided shield were observed approximately 3¿ and 10.5¿ from the metal connector. Visual inspection of the underlying wires found the red wire to be kinked approximately 5¿ from the metal connector, but no damage to the wire's conductors was observed. Microscopic inspection of the wires revealed no areas of damage along the length of the driveline. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. An incidental finding of separation of the distal bend relief from the metal connector of the driveline was observed.